Event description:
The device advanced two test strips instead of one. She also stated her husband obtained an error three times after dosing with blood. She stated that this caused non-action on his part. Later in the day at 9:35pm she said the device read hi. Based on this, she took him to the ER and they checked his glucose on their meter. Their meter read 467 mg/dl and he was treated with 60u of humalog 75/25. The device was replaced and requested to be returned for evaluation.